Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for deformed tubes was observed. Additionally, 100 retention samples from each lot of bd inventory were evaluated by visual examination and the issue of deformed tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes there were 2 tubes with molding defects on the tube lip. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes there were 2 tubes with molding defects on the tube lip. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4129710, d4. Medical device expiration date: 30-sep-2025, h4. Device manufacture date: 8-may-2024, d4. Unique identifier (UDI) #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.